Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, the customer specified faults were confirmed. Upon testing, it was found that the unit would not power on. This was due to the thermal fuse being blown / disconnected. Externally, it was also found that the unit has a damaged main inlet, the cause of which could not be identified. It was recommended that the unit pass through the workshop for a major repair including replacement of the damaged thermal fuse, mains inlet, and other parts, plus a completion of a full inspection and an electrical safety test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found that the unit would not power on, this was due to the thermal fuse being blown / disconnected. The device had external damages, the mains inlet was cracked and missing a piece of the plastic outlet frame, the brightness dial is also missing its cap, some case screws were missing, and the top cover was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus process engineer reported on behalf of a customer, the halogen light source was not turning on. And there was no evidence of power. The event was found during initial inspection of the device. There was no report of patient harm. This medwatch is being submitted to capture the reportable malfunction found during evaluation.